Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated their battery turns off for no reason. The patient feels stimulation them it stops. When she syncs with her programmer it says that her stimulation is off. This happens once a week. There is were no falls reported and the patient's connectivity is good. The impedances are also within normal range. No further complications were reported. No additional patient symptoms were reported.